Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood leak was verified visually in dialysate and with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 200cc. Treatment was continued with new disposables. Pt received 1 gram vancomycin during treatment as prophylaxis per md order due to pt's complaints of chills and fever from the previous night. Hcp stated pt arrived for treatment with chills, but was afebrile. One set of blood cultures were drawn, which tested negative. Pt completed treatment without further incident.